Event description:
Customer reported the films are "coming out gray". No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and gave the customer instructions over the phone to correctly operate the system for large pts. System operates as intended.